Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. When moving the infant to a new bed, all pumps were unplugged; one syringe pump that had been plugged in and running immediately alarmed "depleted battery. The syringe was moved to the other pump and feedings continued. There were no adverse events reported.